Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley. As a result of the damage, there was thermal damage across the yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation (it was burnt off) and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage on the bipolar yaw pulley. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found thermal damage that could have contributed to the cable breaking. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.76 mm. The grips were not found to be cracked. Further inspection found thermal damage on yaw pulley; the outer part of the grip tip made impact with something that caused physical damage, thus causing the bend. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Review of the provided image (see attachment) is consistent with thermal damage. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had little to no power. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the damage was identified during the disinfection process. The nurse told him no arcing was observed during the activation of the bipolar instrument, while an arc was observed during the activation of the monopolar instrument. There was no injury to the patient. The doctor suspects that the bipolar energy device with perforations might have been accidentally damaged by their curved scissors. It is believed that the energy intensity setting was too high, and it may have caused the arcing event.